Manufacturer narrative:
The initial MDR 2432235-2021-00139 was filed on 28-may-2021. Additional information (23-jun-2021): siemens evaluated the available data and found evidence that foaming occurred based on photometer data. Pre-analytical variables can affect the quality of the sample, and deviation from recommended best practices can impact results. While there is insufficient information to determine the cause of the discordant result, pre-analytical variables or sample specific issues are potential contributing factors. The cause of the falsely depressed creatinine test result is unknown. The instrument is performing within specifications. No further evaluation of this instrument is needed. Section h6 adverse event problem codes were revised.

Manufacturer narrative:
The customer contacted siemens to report a falsely depressed creatinine, enzymatic (ecre_2) patient sample test result was obtained from an atellica ch 930 instrument. Siemens advised the customer to use a comparison to a previous result (delta check), if available for the patient, asa means to identify discordant test results and to repeat the sample on an alternate instrument. Siemens is investigating.

Event description:
A falsely depressed creatinine, enzymatic (ecre_2) patient sample test result was obtained from an atellica ch 930 instrument. The initial test result was not reported to a physician(s). The same sample was repeated on the same instrument and a higher test result was reported as the correct result to a physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ecre_2 test result.